Event description:
A prodisc-l implanted at l5 - s1 will be revised to a pedicle screw fusion. This is number three of three reports for the same event.

Manufacturer narrative:
Part number, lot number and expiration date: additional information has been requested. Investigation could not be completed, no conclusion could be drawn as no device was returned and no part number or lot number were provided.